Event description:
During repair of an infrarenal abdominal aortic aneurysm, the physician was unable to advance an 18 fr gore introducer sheath through the right external iliac artery and a 12 fr gore introducer sheath iliac arteries were too small and were heavily calcified. The physicain then attached a conduit to the right common iliac artery, performed an unplanned aortouniliac procedure, and implanted a femorofemoral bypass graft. The patient tolerated the procedure.

Manufacturer narrative:
The devices were discarded by the facility. Please note: a 12 fr gore introducer sheath was also used during the procedure (pg123000/lot unk).